Event description:
A report was received that the patient had infection. Symptom was drainage near the incision site. The physician believed that the infection was not device or procedure related. The patient was prescribed antibiotics and underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model #: sc-4316, lot #: 16224115/16480437, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.